Event description:
It was reported that a malfunction occurred with the pump after it got wet and was exposed to extreme humidity. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will use multiple daily injections as a backup therapy, and technical support arranged to send a replacement pump with updated software. Customer was provided instructions for putting the malfunctioning pump into storage mode and was asked to return it within ten days. Training on the new pump will be available to the customer through their tandem source account.